Event description:
It was reported that a pt underwent an abdominoplasty in 2009 and topical skin adhesive was applied in single layers after the skin was cleaned with betadine. At approximately one week later, the pt returned to the surgeon's office for drain removal and the incision site was healing well with no reaction. The pt returned 8 days later, complaining of rash and itch. The pt was using benadryl and calamine lotion otc for the itching. The incision line presented with a rash and raised bumps around the incision. The surgeon removed an initial layer of the topical skin adhesive with adhesive remover. A prescription of medrol dose pack was given to pt for the rash. The pt is returning for follow up visit in about one week.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly.